Event description:
The facility representative reported an ipump with a condition of "calibration needed." The process step is unknown. This condition has the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not received by baxter for evaluation, and therefore the condition of an ipump with a calibration issue was not confirmed nor reproduced. The assignable cause not identified. No repairs were made to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The sample has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.